Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. Based on the results of the investigation, it is likely the image issue was caused by a faulty video connector with scratches on its pins. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head experienced a loss of image. The issue occurred during preparation for use for a therapeutic lap cholecystectomy that was completed using a similar device. There were no reports of patient harm.